Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t. W. Power supply makes a louder noise than usual when sealing veins. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 17-nov-2015 which places the approximate usage life at approximately 1 year. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No other visual defects were observed. The device serial number is (B)(4) and the manufacture date is 04-nov- 2015. The device was sold to the distributor on 17-nov-2015, which makes the approximate age of use 1 year. An electrical evaluation was carried out. A reference hemopro 2 was connected to a reference power supply and the noise was heard while sealing veins. Similarly same reference hemopro 2 was connected to the reported power supply and a louder noise was heard while sealing veins. The procedure was conducted 3 times at different levels of energy. It was observed that the reported t. W. Power supply made a louder noise than the reference power supply used for comparison. Based on the evaluation results, the complaint is confirmed for the reported failure "device operated differently than expected".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t. W. Power supply makes a louder noise than usual when sealing veins. The hospital did not report any patient effects.